Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open marathon inner pouch (d027264). Visual inspection/damage location details: liquid embolic residue was found with the marathon catheter hub. No damage was found with the catheter hub. No bends or kinks were found with the marathon catheter body. However, the catheter body was found ruptured 5.3cm from the catheter distal tip. The characteristic of the catheter rupture is consistent with over-pressurization. The marathon catheter distal tip was found to be in good condition. No liquid embolic was found within the distal tip lumen. Testing/analysis: none medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the leak was not determined.

Event description:
Medtronic received a report that during embolization a leakage was found in the proximal part of the marathon catheter. The leak was observed during use. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for embolization treatment. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoralis with a vessel diameter of 1.5cm. Ancillary devices include a medox 18 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.